Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room because of non-painful stimulation in the left and right side of the chest. The distal tip of the left ventricular (lv) lead was observed in the superior vena cava and therefore turned off lv pacing. Lead dislodgement was confirmed via x-ray. The physician alleged no lead malfunction and confirmed the dislodgement was due to patient anatomy. Programming change was made. The lead was also explanted and replaced. All testing parameters were within normal ranges. The patient's condition was stable before, during, and after the procedure.